Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00042, 2648988-2019-00043, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 3 of 28 reports. A customer reported that a patient's external ventricular drain (evd - unspecified limitorr) broke at the transducer site in the neuro "ir". It was notified to the doctor of neurosurgery who requested a new set-up of evd to be replaced. The date of the event was reported as (B)(6) 2018.